Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that this morning the patient felt a pinching/burning sensation in the area of the incision site where the implantable neurostimulator (ins) was located. It was felt like burning pinching feeling "like someone grabbed it, squeezed it and then let go and it was really hot. I guess you can consider it as a shocking feeling." The patient asked if she could have been shocked. She only felt it one time this morning and since then she had a dull aching over it. The patient went to her healthcare professional (hcp) and examined her today, (B)(6) 2016, but did not find anything and could not explain why it happened. There was no trauma or fall that could be related to this issue. 2 days ago she was helping her mom and her mom almost fell and caught her with all her weight on her. The patient was going to follow up with the hcp to continue working on diagnosing the issue. The issue was noted to be sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.